Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) batteries are not charging. There was no patient harm reported.

Manufacturer narrative:
Fse consulted with the biomed for over the phone troubleshooting with batteries not charging. Had the customer disengage and re engage the rescue device and verified that the batteries were charging again. Customer charged over the weekend and verified that the cardiosave had fully charged and ready to return back to service. If the iabp is set up in the hybrid mode and the rescue mode icon is displayed, user must be sure that the rescue unit is securely docked into the hospital cart. If the iabp configuration was changed from rescue mode to hybrid mode meaning if the iabp was docked into the hospital cart that is attached to the ac power line and if the docking was not performed correctly then the system wont be able to automatically use the ac power to charge the batteries and will result in batteries not charging. For complaints that were identified to have incorrect docking of the console in the system the root cause is "user related.